Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02768, 3006705815-2019-02769, 1627487-2019-08386, 1627487-2019-08387. It was reported that the patient experienced drainage at the incision sites. The patient reported that the mid-line and ipg incisions were leaking. The physician brought the patient into the operating room and upon examination of the incisions, decided to removed the system.